Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation was diagnosed during a physical exam. A possible unilateral replacement was reported, but at the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 03/06/2018, mentor received additional information about the suspect medical device. The catalog number is 3501650, mentor smooth round moderate profile 325cc saline breast prosthesis, PMA #p990075. On 03/28/2018, it was observed that explantation date was not included in the initial report. The explantation date is (B)(6) 2018. Suspect medical device has still not been returned to mentor and the product investigation remains closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).